Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and user was unable to recover it. The customer attempted drawer recovery, but the system displayed a required maintenance error message. The customer powered off the station, unplugged the power cord, waited a few minutes, then reconnected power and restarted the unit; however, the drawer recovery remained unsuccessful and the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by reboot, and no further investigation was required. The system functioned as intended after the customer resolved the issue.